Manufacturer narrative:
Device eval by manufacturer: this icerod cx 90-degree needle/vl (B)(6) was returned and analyzed. Visual inspection of the exterior of the needle revealed bending of the shaft. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. A five-minute freeze cycle was then performed, where the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve became covered in frost, which indicated the vacuum sleeve was defective. The vacuum sleeve was inspected under a microscope for abnormalities. It was found that the vacuum sleeve had abnormalities in the metal that likely led to the vacuum integrity failing. The reported event of frost on the needle shaft was confirmed.

Event description:
It was reported that there was frost observed on the needle shaft. This icerod cx 90-degree needle/vl was selected for a cryoablation procedure to treat a tumor and testing was completed successfully. During the procedure, this needle had frost develop along the shaft of the needle all along the skin up to the hub. The needle was exchanged, and they were able to complete the procedure successfully. No patient complications were reported.

Event description:
It was reported that there was frost observed on the needle shaft. This icerod cx 90-degree needle/vl was selected for a cryoablation procedure to treat a tumor and testing was completed successfully. During the procedure, this needle had frost develop along the shaft of the needle all along the skin up to the hub. The needle was exchanged, and they were able to complete the procedure successfully. No patient complications were reported.